Manufacturer narrative:
Probes were changed and precision studies were performed. There were no further issues after the probes were changed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ureal urea/bun on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with a urea value of 22.82 mmol/l, which repeated as 11.16 mmol/l. The 11.16 mmol/l value was believed to be correct and was reported outside of the laboratory. The urea reagent lot number was 404923, with an expiration date of 31-jan-2020.

Manufacturer narrative:
The calibration data, qc data and precision data were acceptable. It was noted the customer¿s clotting time was only 5 minutes, but should be at least 30 minutes even for tubes with clot activator. The sample probe and reagent probe replacement have resolved the issue. The root cause is consistent with pre-analytical handling issues.